Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion set was not working event on (B)(6) 2026. The blood glucose level was high and the patient was treated with bolus/manual injection. No further information is available.